Event description:
It was reported that the patient received inappropriate therapy from their device while they were in the shower. The strips showed that there was non-physiologic noise, possible emi (electromagnetic interference) and oversensing seen on both atrial and ventricular egm (electrogram) channels at the time of shocks. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.